Event description:
It has been reported that five months after the surgical procedure the devices have not absorbed and appear encapsulated.

Manufacturer narrative:
There is a very low incidence of reaction to the components of this degradable device. We have discussed the surgical procedure with the physician, who implants in the mid forehead area. This is unusual placement and not in accordance with recommendations in the instructions for use. However, it is inconclusive as to whether there is a relationship between this placement and the apparent encapsulation. In the event that the devices are explanted, we have requested the return of extracted devices for analysis. If more information becomes available, it will be submitted in a supplemental report.